Manufacturer narrative:
The account has not completed repairs.

Event description:
The accounts biomed stated that the head end of the stretcher will not go into brake but the food end will due to a broken brake linkage.